Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. Predilatation was performed prior to stenting with a non-abbott balloon. A 2.5x28 mm xience prime stent was deployed successfully in the lesion and post-dilatation was performed with a non-abbott balloon. On angiography the vessel appeared open; however, haziness was observed in the proximal end of the stent, but blood flow was smooth. A perforation was suspected and the patient began experiencing a rapid fall of blood pressure, shortness of breath, and cardiac arrest. Atropine was administered and pericardiocentesis was performed; however, with no improvement and the patient died within the next 30 minutes. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported death, hypotension and perforation are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.